Manufacturer narrative:
The customer¿s report of no neoi alarm was not confirmed. Review of the pcu event log shows that the syringe pump had been infusing and alarmed for near end of infusion at 5:12 pm, followed 5 minutes later by an infusion complete alarm. The infusion was then reprogramed and restarted within two minutes of the infusion complete alarm. At 5:25 pm the device again alarmed for near end of infusion. Five seconds later the log recorded a silence key press which would have silenced the alarm. At 5:26 pm the module was turned off and not used again until later that evening at 6:45 pm. The root cause was not determined. No device was returned for this investigation.

Manufacturer narrative:
The customer has requested an event log review. The event logs have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed. No devices received, log review only.

Event description:
The customer reported the patient was receiving norepinephrine 2mg in 50 ml d5w at an approximate rate of 12 ml / hr from a 60 ml syringe. The nurse did not hear the low volume/near end of infusion alarm, she heard only the end of infusion alarm but she is not sure how long it may have been alarming before she heard and responded to it. The patient was critically ill and unstable prior to the event. The patient " arrested '' and was successfully resuscitated. The customer reported that they cannot state definitively whether the event contributed to the arrest but stated that they do not suspect the pump malfunctioned.